Event description:
It was reported that in (B)(6) 2013, in situ measurement showed 6 electrode channels in status hi. An accident or trauma is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.